Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that hours after a routine device change out, oversensing on the right ventricular (rv) lead was observed. Addition ally, there was high impedance, high short interval counts (sic), and a lead fracture was suspected. At the time of the rv lead replacement, it was noted that the setscrew was tightened but the pin was not fully inserted in the device header and could be pulled out without manipulation to the setscrew. It was also noted that there was insulation wear on the lead. The device remains in use and the lead was capped and replaced. No patient complications have been reported as a result of this event.